Manufacturer narrative:
This complaint of a subcutaneous leak in the catheter is confirmed. During functional testing a spraying leak was observed emanating from the catheter. The leak site is located at the 7 cm depth mark. A longitudinal split in the catheter is observed. The leak site is <0.3 inches in length. The split edges are sharp and traverse in a straight line. No od damage to the catheter is noted. The tubing surrounding the leak site is unremarkable. At this time the mechanism of damage is undetermined. Gross visual, microscopic an functional testing shows no evidence of a defect or deformity related to the manufacturing process. The product instructions for use (IFU) instructs the user of the following warnings: do not use a syringe small than 10 ml. Exceeding the maximum flow rate of (B)(4) or the maximum pressure of power injectors of (B)(4) may result in catheter failure and/or catheter tip displacement. Failure to ensure patency of the catheter prior to power injection studies may result in catheter failure. Catheters that present resistance to flushing and aspiration may be partially occluded. Do not flush against resistance. A lot history review (lhr) is not possible, as no manufacturing lot number information has been provided by the complainant.

Event description:
PICC leaking. Hole in line. Additional information: PICC was noted to be leaking 10 to 15 cm from insertion site. No patient injury resulted. Required new device placement.